Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of no image was confirmed due to a faulty connector. Based on the results of the investigation, the probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope would not display an image. It was unknown where the event occurred. There was no report of patient harm associated with this event.